Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896688 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was admitted to the hospital for pain control. The same day, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. The patient was treated with ancef, intraperitoneally (ip, dose and frequency not reported) then transitioned to sebatine, oral every day for 21 days (dose not reported). The following day, the patient was retrained on proper aseptic technique. Five days after admission to the hospital, the patient was discharged. It was unknown if the patient recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.